Manufacturer narrative:
Evaluation summary: the articular surface was returned and visual inspection reveals that the device has heavy wear and gouges. Since the lot number is unknown, field age cannot be determined. The device shows extensive signs of wear. It is possible that the damage may be attributed to normal wear that accrued during the field life. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. Dimensions taken are within specification. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised for wear.